Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed manual time changes from (B)(6) 2013 6:26 pm to (B)(6) 2013 to 6:30 pm. Dates in the total daily dose history run from (B)(6) 2013 then change to (B)(6) 2013. During testing, a time keeping accuracy test was performed, and the pump was shown to be keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump's time and date was not accurate. At the day of the complaint, the pump date and time was (B)(6) 2013, 6:44 pm and the actual date and time was (B)(6) 13, 6:39 pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.